Manufacturer narrative:
Technical support performed troubleshooting with the customer over the phone and confirmed 8015 keypad inactive. Tsc tech-1. Customer had questions about the keypad recall. 2. Emailed customer documentation along with an explanation of what could be causing issues. 3. Followed up the next day to verify rich had received my email and he did. 4. After verifying he had not more inquiries, we ended the call. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. No device will be returned per customer. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.